Event description:
It was reported that during implant the svc set screw failed to work properly. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of set screw anomaly was confirmed in the laboratory and was caused by epoxy present underneath the svc set screw. The epoxy prevented the set screw from fully inserting into the connector block and securing the lead.